Event description:
It was reported by svc report that the siderail would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
A new litter has been placed on order and will be replaced upon receipt.